Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to perform a system check by tandem technical support, but no issues were identified. Customer replaced infusion set and cartridge and resumed insulin therapy.